Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the handpiece malfunction during the procedure. The handpiece caused generator to emit a solid tone. It is unknown how the case was completed. There was no consequence to pt.